Event description:
The customer reported to baxter that foreign matter was observed in the line of a continu-flo set. The defect was noted prior to patient use. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). One unit was received at the plant for evaluation. The visual inspection did not confirm the presence of any particle inside the line as it was described by the customer. Therefore, no assignable root cause could be determined. A batch review was also performed for the complaint lot. The batch review reports no manufacturing abnormalities and the lot was determined to be within manufacturing specifications. Baxter has conducted a trend review and found that similar reports have not been received for the reported problem in the previous six months. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).